Event description:
During a pulsed radio frequency (rf) procedure, the generator did not reach temperature and the procedure was cancelled. The generator worked fine with conventional rf and the temperature reached the set 85 degrees. The procedure was cancelled due to the machine not being able to carry out pulsed rf.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.